Event description:
It was reported that a device was used during a gastrectomy. It was reported that the anvil would not attach to the stapler. Hand sutured to complete the case. The or time was extended, and the pt is under intensive care.